Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Concomitant products: unknown head p/n unknown l/n unknown; unknown stem p/n unknown l/n unknown; unknown cup p/n unknown l/n unknown; unknown liner p/n unknown l/n unknown. Multiple MDR reports were filed for this event. Please see associated reports: 0001822565-2017-02811; 0001822565-2017-02812; 0001822565-2017-02813; 0001822565-2017-02814. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient who underwent a hip arthroplasty on an unknown date has been indicated for revision due to unknown reasons. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as this complaint was for a request for product identification only. There was no alleged deficiency related to the identity, quality, durability, reliability, safety, effectiveness or performance of the product. As such, this information is considered an inquiry and the complaint file is being closed as not a complaint. If additional information is received that alleges a product deficiency, the complaint will be re-opened and evaluated at that time.